Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12d27068 and h12i25038 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. On an unreported date, the patient was treated with antibiotics (specifics unknown). The patient was recovering from the event of peritonitis. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient experienced the event of peritonitis during the month of (B)(6) 2013. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.